Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
This event occurred in (B)(6). The field service representative replaced the pinch valves and procell valves, which appeared to resolve the issue. After the service visit, the instrument was validated and is working properly. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta test results on a cobas 8000 cobas ise module. The initial result was 2.77 miu/ml and was reported outside of the laboratory. The customer performed quality controls on the day of the event, after the initial result was reported, and issues were observed. Due to the failed quality controls, the result was repeated on a different analyzer and the repeat result was <0.100 miu/ml. The repeated result was believed to be correct. The reagent, used during testing, was lot: 406373, and expiration date was requested but not provided.